Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® one use holder, blood leaked during the vacuum blood collection, before the collection tube was placed in the holder. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® one use holder, blood leaked during the vacuum blood collection, before the collection tube was placed in the holder. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 22-jan-2024. H6: investigation summary: material #: 367300. Lot/batch #: unknown. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for insufficient blood flow was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.